Manufacturer narrative:
The device was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product and the body of the footswitch was noted to be corroded. Complaint of stuck blue pedal could not be confirmed. Footswitch passed functional testing using a known good vulcan rf unit and wand. All functions perform as expected. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.

Event description:
It was reported that during set up, the blue pedal was stuck. Additional information was received alleging that when applying pressure and taking pressure off the pedal, there was a delay in the pedal fully lifting back up therefore the electroblade remained on for a couple seconds. There was no patient involvement.

Event description:
It was reported that the blue pedal is stuck. No case was involved. Additional information was received alleging that when applying pressure and taking pressure off the pedal, there was a delay in the pedal fully lifting back up.